Event description:
It was reported that during a vp shunt placement the system had to be rebooted during draping. The system was utilized to complete the procedure without any adverse consequences to the patient or clinically significant delays.

Event description:
It was reported that during a vp shunt placement the system had to be rebooted during draping. The system was utilized to complete the procedure without any adverse consequences to the patient or clinically significant delays.